Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodge occurred. The target lesion was located in coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the stent dislodged inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodge occurred. The target lesion was located in coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, the stent dislodged inside the patient. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post procedure. It was further reported that no stent dislodgement occurred. The vessel was very tortuous, making it difficult to deliver the stent catheter and causing it to be kinked.